Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review product code 151820041, work order (B)(4) was manufactured on 20-jul-2018. (B)(4) parts were manufactured per specification and all raw materials met specification. Quantity manufactured: (B)(4). Date of manufacture: 20-jul-2018, any anomalies or deviations identified in DHR: n/a, expiry date: 30-jun-2023, IFU reference: 090200828. Sterile cert review product code 151820041 work order (B)(4) of quantity (B)(4) was sterilized on 13-jan-2019 per the sterilization certificate, the sterilization cycle met the validated parameters there were no ncs or deviations associated with this. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection as a consequence of periprosthetic joint infection; septic multi organ failure due to acute periprosthetic joint infection of the left knee and empyema of the right knee and left shoulder. Date of implantation: (B)(6) 2019; date of revision: (B)(6) 2020; (left knee).